Event description:
It was reported that the insulin pump had unresponsive keypad and buttons. The customer's blood glucose was 84 mg/dl. The customer stated that the device was exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.